Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to adjust profile settings to turn off at 6:00 am monday through friday and 8:00 am saturday and sunday, which had previously been entered incorrectly. Customer's blood glucose was 130 mg/dl. Reportedly, the customer corrected the pump settings and resumed insulin therapy.